Event description:
It has been reported to philips that "0:00" was displayed and the allura system would not start up . There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system doesn¿t work. The fse replaced geometry module. After replacement of geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.